Event description:
It was reported that the foot pedal was not being pressed, yet the laser was operating as if it were. When the staff attempted to place the laser in standby mode, the screen froze. A hard reboot was performed, but the issue persisted. There is no information whether a procedure was performed, or if there was patient involvement.